Event description:
The customer reported that the battery had a torn elastomer. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the battery had a torn elastomer. There was no report of pt involvement. The battery was evaluated at philips and the tear in the elastomer was confirmed. Further testing showed that when inserted into an mrx the device failed to power up on battery power and that the battery not being detected when on ac power. The battery was fully charged. Philips sent the customer a new battery which resolved the failure.